Event description:
It was reported that an solution administration set had a hole in the tube that resulted in a leak. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.